Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that the electrode was missing when the sensor was removed. The customer's blood glucose was 109 mg/dl at the time of incident. Troubleshooting reviewed insertion techniques and advised that a replacement sensor would be sent to the customer and to return the product for analysis.